Event description:
It was reported that this right ventricular (rv) lead showed increased pacing impedance, with most daily measurements during the past year exceeding 2,500 ohms. The sensing, pacing threshold and shock impedance were all stable. Given the observed parameters it was inquired as to whether continued monitoring would be appropriate; the patient was not pacing-dependent. The lead was noted to be implanted in 1999. Technical services recommended replacing the lead at the time of routine replacement of the implanted device, which was nearing end-of-life. The pace impedance was consistently greater than 2,300 ohms for the last year. The lead remains in service and no adverse patient effects were reported.